Event description:
Account states that after opening a sterile 3cc monoject needle/syringe combo, foreign matter was observed on hub of cannula. The product was not used or in contact with a pt.

Manufacturer narrative:
Mfg confirmed the event occurred during production. Corrective action included: establishment of a written procedure linking employee injuries involving blood with the actual machinery being used; improvement in verification that employee's report incidents by requiring immediate notification of the supervisor, isolation of affected components and notification of qa; retraining of employee's about the critical nature of blood related injury reports.